Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and the compliance of the aorta and native vessels. A conclusive cause of the dislodged valve/positioning difficulties could not be established from the information available.

Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, the valve popped out of the annulus while still attached to the delivery catheter system (dcs). The valve was withdrawn around the aortic arch and left in the descending thoracic aorta after one valve frame loop released from a dcs tab. A second valve was successfully placed with no subsequent patient effects reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.